Event description:
Additional information received via the consumer reported the steps taken to resolve the return of symptoms and pain over the device site following the patient's fall involved hospital stayed for 5 weeks. During ¿ [illegible] ¿ therapy in fall as prevention and physical therapy.

Event description:
Additional information received via the consumer reported the steps taken to resolve the return of symptoms and pain over the device site following the patient's fall involved mending the patient's cracked collar bone and the patient was now in a nursing home "mending."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a return of symptoms that was occurring daily. A fall was noted to be possibly related. She had been stooping, lost her balance, and had a hard fall backward. She fell directly on her implantable neurostimulator (ins). Fire and rescue had to come and help her up after she fell. There was no relation to positional movement or medical tests/emi. She had called her healthcare provider (hcp) and the nurse said she was fine if she didn¿t feel any wires. It was reviewed to make an appointment with her hcp to have it checked in person rather than over the phone via the nurse. She had pain in the right buttock over the ins initially after the fall. At thetime of the call, she still had pain but it was not as bad. At the time of the call, she had a return of symptoms; she was experiencing frequency, urgency, and accidents as a result. She was not feeling stimulation anymore. This was noted to be sudden. It was noted that the patient had a stroke prior to implant that resulted in impaired vision and memory issues that she was still recovering from. The event date was confirmed to be 2016-feb-21 after initially saying it was the ¿sunday before last.¿ indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.